Event description:
Customer alleged blood glucose results of 10 mg/dl and 75 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms and took his normal, scheduled doses of lantus and glucovance. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.